Event description:
On (B)(6) 2010, the pt underwent a knee arthroscopy using a paragon t2 with integrated cable arthrocare wand. Thirty minutes into the procedure, the metal ring inside the tip of the wand became displaced and material began flaking off the tip of the wand. It is unk whether anything fell into the surgical site or was left in the surgical site. No procedure is planned to remove anything from the pt.

Manufacturer narrative:
A lot number for the device was not provided by the healthcare facility. Therefore, no lot history review can be performed for the device. The device is being returned to arthrocare for investigation. Once the device investigation is completed, a f/u report will be provided.